Manufacturer narrative:
Date sent to the FDA: 2/14/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent surgery on (B)(6) 2015 and a debridement of abdominal wound, placement of vac dressing and a small mesh excision was performed due to chronic infection and draining sinus. It was reported the patient underwent surgery on (B)(6) 2015 involving a debridement of abdominal wound due to mesh infection. It was reported the patient underwent surgery on (B)(6) 2015 and the procedure involved a debridement of intraabdominal wound with removal of the mesh and repair. It was reported the patient underwent surgery on (B)(6) 2017 involving debridement of abdominal wall due to a postoperative hematoma embedded in the mesh. No additional information was provided.